Manufacturer narrative:
The device passed the displacement test, self-test and unexpected restart error test, rewind and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. There was no motor error alarm noted. There was no motor position encoder error alarm noted in the alarm history. The device was unable to prime during the prime test due to fault force sensor resistor. The occlusion test and excessive no delivery test were unable to be performed due to prime anomaly. The motor was tested outside of the device and passed. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they have been having motor error alarms on a regular basis. The customer states they have passed out a couple of times, because of low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.